Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported via the company representative (rep) that the patient complained about lead coming out. The patient was not getting effective therapy. X-rays were taken and the leads were in proper position. The patient wanted everything explanted and wanted the battery sent back for investigation. It was noted the patient met with another rep in the past. The rep tried to educate the patient on the therapy and system but she claimed the therapy was not helping her and that the leads were coming through her skin. The system was completely explanted and the issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the battery reduced capacity due to overdischarge. Analysis of the first lead (lot# (B)(4)) found the body cut through, product segmented. Analysis of the second lead (lot# (B)(4)) found the body cut through, product segmented.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.